Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements. Additionally, the minute ventilation (mv) feature was deactivated by the signal artifact monitor. The patient was seen in-clinic, and lead perforation was observed. Subsequently, the patient underwent a revision procedure, and the ra lead was explanted and replaced. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
To date this lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements. Additionally, the minute ventilation (mv) feature was deactivated by the signal artifact monitor. The patient was seen in-clinic, and lead perforation was observed. Subsequently, the patient underwent a revision procedure, and the ra lead was explanted and replaced. Besides intervention, no other adverse patient effects were reported.